Event description:
It has been reported that during a mechanical thrombectomy procedure in patient with ischemic stroke, the hydrophobic proximal section (tefloned proximal part, green color) from the subject guidewire's was peeled off. The subject guidewire was removed and replaced by another device. The procedure was completed and there were no clinical consequences reported due to the event. No further information is available.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event description states "it has been reported that during a mechanical thrombectomy procedure in patient with ischemic stroke, the hydrophobic proximal section (tefloned proximal part, green color) of the synchro2 standard micro guide was peeled off, leaving residues in the vhg". While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It has been reported that during a mechanical thrombectomy procedure in patient with ischemic stroke, the hydrophobic proximal section (tefloned proximal part, green color) from the subject guidewire's was peeled off. The subject guidewire was removed and replaced by another device. The procedure was completed and there were no clinical consequences reported due to the event. No further information is available.